Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was not confirmed as not all components were returned. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the suture did not secure in the vessel. This occurred with two prostyle devices in a row. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a 14f sheath and the tavi procedure was completed. Hemostasis was achieved with the pre-placed suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.